Manufacturer narrative:
(B)(4).

Event description:
Manufacturer records reported that the implantable neurostimulator (ins) was implanted after the use by date. There were no patient symptoms reported. The patient was indicated for spinal pain.